Event description:
It was reported that high impedances were measured on the patient¿s lead. The high impedance issue was reportedly ¿confirmed¿ when a replacement lead was implanted and resolved the issue. It was noted that x-ray testing had been performed; however, the results were unknown at the time of report. There were ¿no¿ patient symptoms or complications associated with the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0205955405, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3550-39, product type: accessory. (B)(4). Device evaluation: analysis of the lead found ¿the #0, 6, and 7 conductors were broken 18.6 cm from the distal end. Analysis of the titan anchor found the silicone had been cut.